Event description:
Received info regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was impacted (217 mg/dl). Customer was able to reload the cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental report will be submitted.